Manufacturer narrative:
The investigation determined the most likely cause of the false negative (B)(4) and anti-hcv quality control results was instrument related. Ocd field service investigated and performed service actions to the signal reagent subsystem, returning the vitros eciq analyzer to intended operation.

Event description:
The customer observed negative results on quality control fluids known to have a reactive status when processed using vitros immunodiagnostics products (B)(4) and anti-hcv reagents on a vitros eciq immunodiagnostics system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for (B)(4) or anti-hcv during the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)